Manufacturer narrative:
(B)(4).

Event description:
It was reported that no vibration occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. A manual vibration test was performed and passed. Functional tests were performed and passed. An internal visual inspection was performed and passed. The vibrator motor resistance was measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. G3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - additional information/correction. H6: adverse event problem - additional information/correction. H7: type of remedial action - additional information.

Event description:
It was reported that an alert/notification issue occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge test was performed and passed. Receiver boot test was performed and passed. Functional test was performed and passed. Internal visual inspection test was performed and passed. Receiver vibration manual test was performed and passed. Receiver vibration motor resistance test was performed and passed. The receiver log was downloaded and reviewed. The allegation was confirmed for audio issue due to delayed alerts. The probable cause was receiver dispatch error. No injury or medical intervention was reported.